Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic hemicolectomy procedure ,  the device did not fire. The surgeon was able to press the green button but unable to squeeze the handle. Another device was used to resolve the issue. There was no patient injury.